Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred while the user was sleeping. The user's blood glucose (bg) level was 398 mg/dl. Reportedly, the user successfully loaded a new cartridge and the user would address bg level with a bolus via the pump.